Manufacturer narrative:
The manufacturing batch lot was not provided so a review the device history records for the guidewire involved in this incident could not be performed. The device was not received for analysis; therefore, a physical analysis of the product could not be performed. Vessel perforation is a known inherent risk of the tavr/tavi procedure. As noted in the warnings section of the device instructions for use, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." And "the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site." At this time, clinical and procedural factors appear to have impacted on this event. Additional information has been requested in regards to this incident. Should additional information become available a follow-up medwatch report will be filed.

Event description:
As reported; "per edc, the subject was noted with right arterial perforation at mid portion of the right external iliac artery." The procedure was reportedly completed with this device. As per updates received, during the index procedure perforation was noted at the right femoral artery. It caused bleeding and was intervened with stent implantation hence the event has been conservatively associated to the safari guidewire.